Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in a female patient who had essure (batch no. (694862, 694952)-inv) inserted for female sterilisation. The patient's medical history included dysmenorrhea, eczema, gastrointestinal hemorrhage, ovarian cyst and hypothyroidism. Concomitant products included levothyroxine sodium and trazodone hydrochloride. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (cervical dilatation with hysteroscopy and aborted hydrothermal ablation). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding outcome was unknown. The reporter considered heavy menstrual bleeding to be related to essure. The reporter commented: left side ¿ 1 coil, right side-5 coils. Lot numbers reported 694862 and 694952 are invalid. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-jul-2021: quality safety evaluation of ptc. We received a invalid lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of heavy menstrual bleeding ('menorrhagia') in a female patient who had essure (batch no. 694862, 694952) inserted for female sterilisation. The patient's medical history included dysmenorrhea, eczema, gastrointestinal hemorrhage, ovarian cyst and hypothyroidism. Concomitant products included levothyroxine sodium and trazodone hydrochloride. On (B)(6) 2011, the patient had essure inserted. On an unknown date, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required). The patient was treated with surgery (cervical dilatation with hysteroscopy and aborted hydrothermal ablation). Essure treatment was not changed. At the time of the report, the heavy menstrual bleeding outcome was unknown. The reporter considered heavy menstrual bleeding to be related to essure. The reporter commented: left side ¿ 1 coil. Right side-5 coils. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.